Event description:
An installation of the amicus kt, a competitor's nacl solution was mistaken for acd solution. The tech primed the amicus kit with acd solution. After the first runback, the donor experienced a malaise condition and had prickle on the body. The donation was stopped. A physician looked after the pt and administered 2 vials of 10% cacl i.v. (2g). The donor felt well again. The donation was restarted and the whole runback was done with the same kit. Some stops during proceudres were reported. Donor was in the hospital for a few hours, but was not admitted. The donor recovered and was sent home that evening, and was feeling well.